Event description:
Procedure: inguinal hernia repair. According to the reporter: the balloon split while it was being inflated. There was no report of any blood loss, tissue loss, delay in operating room time, extension of the incision, fragment falling into the cavity or if any fragment was left in the cavity.

Manufacturer narrative:
(B)(4).